Manufacturer narrative:
Additional information was added to h6. H10: it was noted that the customer reported using the device on a patient's peripherally inserted central catheter (PICC) which is an off-label use as the approved product label for the dual luer-lock cap is indicated for use as a cap for male or female ports on medical devices (e.g. Manifolds, stopcocks) and not for use with a vascular catheter (PICC). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a dual luer lock cap. It was further reported that the cap was screwed onto the peripherally inserted central catheter (PICC) line during patient use. The following day, the cap and dressing were all wet with old dark blood. The PICC line was replaced. There was no report of patient injury associated with this event. No additional information is available.